Event description:
The patient reported their previous implantable neurostimulator (ins) was "lost" due to a fall accident. They fell and busted their head open on (B)(6) 2015. In the emergency room (ER), they tried stopping the bleeding. A surgery was performed to prevent an infection after the fall, and they took the whole ins system out. The same day or next day they put the new system in. It was noted this was a sudden change in therapy/symptoms. The patient was implanted for parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.